Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting (apl) was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the adjustable pressure limit valve (apl) was not functioning as expected, affecting manual ventilation. There was no report of patient involvement.